Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received. Visual examination did not find any anomalies with the exception of procedural damage.